Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. The helix of the lead was extrinsically bent, and distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the helix was received extended, stretched and bent and would not retract.

Event description:
It was reported that during implant of the right ventricular (rv) lead the helix was "seen as complicated." The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.